Event description:
It was reported that this pacemaker had stored atrial tachy response (atr) episodes. Technical services (ts) analyzed the device episode data and determined that the atr episodes were due to oversensing of noise during two medical procedures. No adverse patient effects were reported. Currently, this pacemaker remains in service.